Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with the most recent approval. Manufacturer's investigation conclusion: the reported event of red battery and yellow wrench alarms on the power module was confirmed via product testing. The heartmate power module (serial #: (B)(4)) was returned for analysis and serviced by the abbott service depot on 01oct2020 and no log files were submitted for review. The internal 12v sealed lead acid (sla) battery (serial #: (B)(4)) of the power module was replaced and the unit was able to run for several days without issue. Preventative maintenance was performed on the power module and the power module passed all testing after servicing. The power module was returned to the customer and the 12v sla battery was sent to the abbott burlington product performance engineering (ppe) lab for further analysis. The 12v sla battery was placed into a test power module; however, the battery alarmed approximately one minute after being placed into a test power module due to it failing the power modules internal load test. The root cause for the reported event was due to the internal 12v power module battery failing a load test. The root cause for the 12v battery failing the power module load test was not able to be conclusively determined. Incidental findings: damaged housing, not fully inserted and bent ground pin on the internal monitor cable heartmate iii instructions for use (rev. G) section 7 alarms and troubleshooting and heartmate iii patient handbook (rev. G) section 5 alarms and troubleshooting explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 equipment storage and care and heartmate iii patient handbook (rev. G) section 6 caring for equipment explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 14v sla battery (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being shipped on 08dec2018. The device history records were reviewed and the records revealed the heartmate power module (serial #: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 19nov2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was having wrench and battery alarms that did not clear.